Manufacturer narrative:
(B)(4). Concomitant medical products: 20123607 ¿ g7 liner ¿ 64627371, 11-363660 ¿ cocr head ¿ j7198980, 00625006535 ¿ bone screw - j7307557, 010000666 ¿ g7 shell ¿ 7228592. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the return was not authorized by the hospital. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision approximately 10 days post implantation due to the stem component subsiding which caused a periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. H6: component code mechanical (g04) ¿ stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: left total hip arthroplasty with possible loosening of the acetabular component as well as periprosthetic fracture involving the proximal femur medial with associated subsidence of the femoral component. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.